Event description:
On 03/25/2009, the pt reported that the casing of his infusion device "sounds loose" and "hollow" and he can hear the case move and rattle in his pocket. He stated that he noticed this 3 weeks ago. He compared the primary device to his backup infusion device and reports a noticeable difference between the two. He stated that he does not remove the infusion device to swim or to shower and it has been submerged in water. He was educated on exposing the infusion device to water, and he stated that he will continue to do so. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.